Event description:
Doctor inserted jet 7. When removing the jet 7, the catheter broke off 6 or more inches in the body. Went to left femoral to complete procedure. Manufacturer response for jet 7 kit, (brand not provided) (per site reporter). The device was picked up for evaluation.